Event description:
It was reported that the patient got a urinary track infection but not sure about the caused and had stopped using the purewick female external catheter products for now. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device caused the infection and unknown what medical intervention was provided for the infection at this time. Per follow-up via phone on (B)(6) 2023, it was reported that the customer sought medical intervention, however there was no confirmation that the wicks caused the urinary track infection and they were no longer using the wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: discontinue use if an allergic reaction occurs." Precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿ experiencing skin irritation or breakdown at the site". Recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the patient got a urinary track infection but not sure about the caused and had stopped using the purewick female external catheter products for now. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device caused the infection and unknown what medical intervention was provided for the infection at this time. Per follow-up via phone on 07feb2023, it was reported that the customer sought medical intervention, however there was no confirmation that the wicks caused the urinary track infection and they were no longer using the wicks.